Event description:
It was reported that the patient with this pacemaker presented to the hospital as they had symptoms of presyncope. The device was unable to be interrogated, and safety mode reversion is suspected. The patient was admitted to the hospital for the device replacement procedure, but at this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Follow up report 2 (correction): b2 outcomes attrib to adv event field was updated.

Event description:
It was reported that the patient with this pacemaker presented to the hospital as they had symptoms of presyncope. The device was unable to be interrogated, and safety mode reversion is suspected. The patient was admitted to the hospital for the device replacement procedure, but at this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The device remains in service. Additional information was received that in addition to the symptom of presyncope, the patient also reported chest pain. The presenting rhythm was reviewed, and the device did not appear to be pacing in unipolar configuration. No additional adverse patient effects were reported. The device remains in service. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): b2 outcomes attrib to adv event field was updated.

Event description:
It was reported that the patient with this pacemaker presented to the hospital as they had symptoms of presyncope. The device was unable to be interrogated, and safety mode reversion is suspected. The patient was admitted to the hospital for the device replacement procedure, but at this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The device remains in service. Additional information was received that in addition to the symptom of presyncope, the patient also reported chest pain. The presenting rhythm was reviewed, and the device did not appear to be pacing in unipolar configuration. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. Follow up report 2 (correction): b2 outcomes attrib to adv event field was updated.

Event description:
It was reported that the patient with this pacemaker presented to the hospital as they had symptoms of presyncope. The device was unable to be interrogated, and safety mode reversion is suspected. The patient was admitted to the hospital for the device replacement procedure, but at this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The device remains in service. Additional information was received that in addition to the symptom of presyncope, the patient also reported chest pain. The presenting rhythm was reviewed, and the device did not appear to be pacing in unipolar configuration. No additional adverse patient effects were reported. The device remains in service. The device was explanted and returned for analysis. No additional adverse patient effects were reported.